Event description:
The following information was provided by the initial reporter: it was reported that the coring strip was located inside the infusion bag. The current product being returned was an infusion bag with a backspike (terumo) and a fasil l connector connected during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.